Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that insulin pump buttons had to be pushed multiple times to respond. Customer's blood glucose level was unknown. Customer reported that the insulin pump battery life had diminished, time and date was reset and grinding noises when rewinding. Customer reported that the insulin pump received no delivery alarms, insulin pump had to rewind more than once and insulin pump had shot or squirt insulin when priming. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No unexpected a33 alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected reset alarm anomalies noted.